Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
One week following implant, a pause episode was recorded. Technical support reviewed the session records and no r-waves were visible during the pause indicating a false pause episode possibly due to loss of tissue contact. The patient was asymptomatic and will continued to the monitored. No intervention was performed or planned. The patient was stable.